Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were in the hospital because of complications with pain following surgery. The next day, patient said their controller keeps giving them a communication lost message. The call agency walked through troubleshooting and "fixed it for a little bit", but then the message appears again. They also reported undesirable changes to their bladder because they wokeup all wet; they voided in their sleep which has never been an issue for them. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with health concerns. No further patient complications have been reported as a result of this event.